Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The initial "date received by manufacturer" on (B)(6) with MFR report number 3030677-2024-004113 should be 06november2024.

Manufacturer narrative:
Correction to component code grid only.